Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, pump passed displacement test, sleep current measurement, active current measurement and self-test. Successfully downloaded history files, traces, and utilized carelink software using thus. No vibrate anomaly noted during testing. The pump history analysis confirmed the pump alarmed: power error 25 alarm on (B)(6) 2022 08:29:00.000 to on (B)(6) 2022 04:29:00.000. Power error 75 alarm on (B)(6) 2022 07:37:51.000. Low battery alarms on (B)(6) 2022 07:47:00.000 to on (B)(6) 2022 12:19:00.000. Replace battery alert on (B)(6) 2022 03:51:00.000 to on (B)(6) 2022 04:00:00.000. Failed batt/battery failed alarm on (B)(6) 2022 10:13:49.000 to on (B)(6) 2022 12:49:55.000. No unexpected battery alarms/alerts during testing. The power management graph confirmed power error 25, unexpected low battery alert, power loss alarm, replace battery alert, replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours for a brief period due to moisture damage on pcba 1. The power management graph functioned properly after. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. Test p-cap / reservoir locks properly into place during testing. The following were noted during visual inspection: pillowing keypad overlay constant vibration was not confirmed during testing. Pump error 75 was confirmed due to moisture damage on pcba. Power error 25 confirmed in the pump history due to moisture damage on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump is vibrating constantly. Troubleshooting was performed and found that the issue was not resolved after the new battery change. No harm requiring medical intervention was reported. The customer will continue using the pump and the pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6 with this report.

Event description:
The device will be returned for analysis.